Event description:
It was reported that post- coronary drug eluting stenting treatment procedure, stent thrombosis occurred. Previously an unspecified taxus express2 stent was implanted in the patient. The lesion location, vessel characteristics and procedure information were not provided. At some point post-procedure the patient discontinued anti-platelet therapy in preparation for a dental procedure. After discontinuing anti-platelet therapy the patient presented emergently with myocardial infarction and thrombosis was identified. No further information was provided.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B) (4).